Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 04/25/2017 via customer clinical summary. It was reported that, having experienced lacrimation for three weeks, the consumer consulted an ophthalmologist on (B)(6) 2017. It was noted that a few days prior, the consumer was treated in an outpatient setting for an unspecified left eye (os) problem, wherein the consumer's eye was washed and unspecified medications were prescribed. Ophthalmologic physical examination revealed that conjunctiva (os) had 2+ simple hyperemia and cornea (os) with loss of paracentral transparency of 2 x 2 mm in size. The patient was diagnosed with bacterial corneal ulcer secondary to contact lens wear. The consumer was prescribed with netilmicin, besifloxacin, fluorometholone, sodium hyaluronate and hypromellose. Reevaluation was done on (B)(6) 2017, ophthalmologic physical examination revealed that the conjunctiva (os) was normo-chromatic and the cornea (os) was with paracentral nebula 1 x1 mm in size that does not capture fluoresce. The consumer was instructed to continue the use of sodium hyaluronate, hypromellose and fluorometholone for five days and was discharged. It was added that the cornea (os) was undergoing healing process. Additional information was received on 05/09/2017 via email. The consumer reported that the problem was exacerbated by using the lenses continuously for more than 24 hours, following the recommendation of use by the consumer's optometrist. Additional information was received via medical report from the patient letter document on 5/17/2017. On (B)(6) 2017, it was reported that the female consumer went to the emergency room for intense ocular pain. Physical examination revealed that the patient was altered and angry because her left eye had been washed at medical urgency service and with hand movement visual capacity of 1 m. Ophthalmological data revealed bacterial keratitis due to colored contact lens use in left eye. The consumer was prescribed with besifloxacin ophthalmic suspension- one drop every two hours, netilmicin sulfate 0.3% - one drop every two hours, nepafenac ophthalmic suspension ¿ one drop every 8 hours and trimethoprim-polymyxin b sulphate ¿ one drop every eight hours. Initial diagnosis was bacterial keratitis secondary to contact lens use in left eye. The consumer was scheduled for a follow up visit in 2 days. On (B)(6) 2017, it was reported that there was a slight improvement on the consumer¿s ocular pain. Physical examination revealed that there was hand movement capacity of 1 m, there was a presence of yellowish colored multiple corneal foci and corneal edema 3+. She was prescribed with moxifloxacin, 400 mg one tablet every 24 hours for 14 days and was schedule for follow up visit within four days due to risk of ocular perforation and endophthalmitis. Initial diagnosis was bacterial keratitis secondary to contact lens use in left eye. On (B)(6) 2017, it was reported that the consumer showed clinical improvement, with total re-epithelialization and complete corneal cicatrization. The consumer was scheduled for a follow up visit in one week. Initial diagnosis was left eye secondary corneal leucoma. On (B)(6) 2017, it was reported that the consumer¿s corneal disease was totally under control, there was no signs of infection or secretion. Corneal re-epithelialization was complete with paracentral leucoma at resultant visual axis. It was added that the consumer was not satisfied with her current visual acuity and was referred to a corneal specialist in (B)(6). Initial diagnosis was left eye corneal leucoma. The patient was prescribed with netilmicin solution - every 12 hours for five days, every 24 hours for five days, fluorometholone - one drop every eight hours for seven days, one drop every 12 hours for seven days, sodium hyaluronate - one drop every four hours for 30 days and hypromellose ¿ every night. The patient was scheduled for a follow up visit in two weeks. On (B)(6) 2017, the patient was prescribed with azelastine solution - one drop every 12 hours on both eyes until next appointment, sodium hyaluronate - one drop every four hours both eyes in case of burning or dry eye. The patient was diagnosed with unspecified scar/opacity of the cornea and corneal ulcer. On (B)(6) 2017, the patient was advised to use fluorometholone - one drop on left eye every 24 hours for 15 days, sodium hyaluronate - one drop every four hours for 30 days in both eyes and chondroitin sulfate - one drop every 12 hours for 30 days. On (B)(6) 2017, it was reported that the consumer was not a candidate for a surgical procedure due to an unspecified "minor" opthalmaologic sequelae. Physical examination revealed a 2x2 mm paracentral leucoma (os) at visual axis. Initial diagnosis was left eye corneal leucoma, secondary to bacterial keratitis due to contact lens, with a resultant visual acuity of 20/40. Additional information was received via email on 05/17/2017 providing a list of different medications prescribed to the consumer: moxifloxacin, besifloxacin ophthalmic suspension, netilmicin sulfate 0.3%, nepafenac ophthalmic suspension, tropicamide+phenylephrine, fluorometholone, sodium hyaluronate, chondroitin sulfate and azelastine. Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by an ophthalmologist that a female consumer inserted the lenses in question on saturday, (B)(6) 2017 and by monday, (B)(6) 2017 ¿she already had the infection.¿ it is reported that medical attention was sought on (B)(6) 2017, and that the ophthalmologist who examined her stated, ¿the infection was because a fungus into the lenses.¿ there is no report of any treatment modality being administered or prescribed. Follow-up information was received via email on 03-21-2017. It was reported that on (B)(6) 2017 the consumer went to the store and mentioned that she will request her ophthalmologist for further information. The primary contact person added that it is ¿impossible¿ to locate the patient for additional information. No further information can be obtained at this time.